Manufacturer narrative:
No additional conclusion code available. The reported temperature issue was confirmed. An error message was noted on the generator when the electrode was connected and no temperature was displayed. Electrical testing revealed an open circuit between the thermocouple wires. The source of the open circuit was isolated to within the hub and nitinol tubing assembly. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the open circuit is consistent with damage during use. The IFU states: "ensure that the correct length of disposable cannula is used.

Event description:
Related manufacturer number: 3004617090-2018-00001, 3004617090-2018-00003, 3004617090-2018-00004, 3004617090-2018-00005, 3004617090-2018-00006, 3004617090-2018-00007. During the procedure, the electrode did not heat beyond 38 degrees. The electrode was replaced six times but the issue remained so the procedure was cancelled. Additional troubleshooting was performed and determined the incorrect size needle was being used with the electrodes. The seven electrodes were tested and all but one functioned as intended and the generator operated without issue. One electrode was confirmed to have a communication issue with the generator.